Manufacturer narrative:
Qn#: (B)(4). Device product (catalog#: ce-15802) not intended for sale in the us. Similar product/component sold in the us.

Event description:
Customer reported that "puncture vena subclavian right without problems, wire insertion ok, insertion of the wire through the distal catheter opening, but wire comes out of the proximal lumen. Both lumens receding, catheter position correct acc. To x-ray."

Manufacturer narrative:
Qn#(B)(4). The customer returned one 2-lumen catheter and guide wire assembly for evaluation. The catheter was returned with a box clamp secured to the catheter body and injection caps on the luer hubs. No defects or anomalies were detected. The total length of the returned catheter body measured to be 215 mm which is within specifications of 207-227 mm per product drawing. The returned guide wire was inserted through the distal tip of the catheter and came out the proximal extension line. The guide wire was then inserted through the distal extension line and could not exit the catheter tip, meeting resistance at the proximal skive. The catheter was flushed to ensure no blockages were present. The distal extension line was then flushed with a lab inventory syringe and water exited the proximal skive hole. The proximal extension line was also flushed with a lab inventory syringe and water exited the distal tip. The distal tip of the catheter was then clamped and a lab inventory syringe pressurized both lines. No backflow was observed in either extension line. A device history record review was performed and no relevant findings were identified. The reported complaint of catheter interlumen crossover was confirmed through functional testing of the returned complaint sample. A device history record review was performed and no relevant findings were identified. Based on the testing performed, the probable cause is manufacturing related. A nonconformance request was initiated to further investigate this complaint issue.

Event description:
Customer reported that "puncture vena subclavian right without problems, wire insertion ok, insertion of the wire through the distal catheter opening, but wire comes out of the proximal lumen. Both lumens receding, catheter position correct acc. To x-ray.".